Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet¿s touchscreen was fractured after the user attempted to remove the case with a wrench, rendering the device unusable; the affected component was the touchscreen and the problem involved a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related damage pattern consistent with user-induced fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.